Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump displayed an alert that the cartridge had no more insulin after a recent supply change, and review of use data indicated missed meal announcements throughout the day while the device delivered insulin to address elevated glucose; the event involved user operation and the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem, and an improper procedure related to missed meal announcements, with involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.